Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the partial disconnection of the camera cable due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable near the video plug. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during unspecified timing, it was found that the color stripes noise was displayed on the endoscopic image when the protector of the camera cable was wiggled. There was no report of patient injury associated with the event.